Event description:
It was reported through a voluntary medwatch (mw5155798) that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon review of the information provided on the medwatch form, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 following abdominal pain, nausea, chills and brownish colored effluent. Peritoneal effluent fluid was drained in the outpatient clinic and noted to be thick, turbulent and amber colored with large strands of fibrin. Laboratory testing conducted in the outpatient clinic was not provided on the medwatch form and results remain unknown. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. By the patient¿s statement to the outpatient clinic, she admitted to disconnecting without asepsis during a pd treatment which more than likely led to infection. There was no report of hospitalization for this event, and the patient began empiric antibiotic therapy on (B)(6) 2024 with intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime (frequency and durations not reported). The patient continued on empiric antibiotic therapy following this event. The patient¿s current disposition and status of pd therapy following treatment of her infection were not provided in the report.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported through a voluntary medwatch (mw5155798) that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon review of the information provided on the medwatch form, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 following abdominal pain, nausea, chills and brownish colored effluent. Peritoneal effluent fluid was drained in the outpatient clinic and noted to be thick, turbulent and amber colored with large strands of fibrin. Laboratory testing conducted in the outpatient clinic was not provided on the medwatch form and results remain unknown. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. By the patient¿s statement to the outpatient clinic, she admitted to disconnecting without asepsis during a pd treatment which more than likely led to infection. There was no report of hospitalization for this event, and the patient began empiric antibiotic therapy on (B)(6) 2024 with intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime (frequency and durations not reported). The patient continued on empiric antibiotic therapy following this event. The patient¿s current disposition and status of pd therapy following treatment of her infection were not provided in the report.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea, chills and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by this patient to a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures were not reported, a decrease in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.